Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to helix extension issues. The procedure was prolonged and the patient was at high risk of infection. The right atrial (ra) lead could not be implanted and the physician change the device to a single chamber device to complete the procedure. As this issue cause an increase in the risk of infection due to the prolonged procedure, it is considered a serious injury. No additional adverse patient effects were reported.